Event description:
It is reported that the patient's hip arthroplasty is being considered for a revision for an unknown reason.

Manufacturer narrative:
Upon receipt of additional information it has been determined that no revision has occured and this patient is not being considered for a revision. The original report should be voided.